Manufacturer narrative:
Investigation summary: customer returned (1) 3/10cc, 8mm, 30g syringe in an open poly bag from lot # 0098914. Customer states that the stopper was slanting in the barrel. The returned syringe was examined and exhibited a deformed stopper in the barrel. The device history (DHR) for batch 0098914 was reviewed. The syringes were assembled from 11jun2020 to 12jun2020. Root cause: insufficient barrel lube. A dry barrel is the result of the lack of silicone in the barrel which allows the plunger / stopper to move with limited ease. Found a silicone gun not aligned correctly. No root cause as to why the gun was sightly out of line to the silicone being applied into the barrel. Bd was able to confirm the customer¿s indicated failure. H3 other text : see h10.

Event description:
It was reported that the bd ultra-fine¿ ii insulin syringe stopper was deformed. The following information was provided by the initial reporter, translated from japanese to english: "this is a report about a disfigured stopper. According to the customer's report, the stopper was slanting in the barrel."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ ii insulin syringe stopper was deformed. The following information was provided by the initial reporter, translated from (B)(6) to english: "this is a report about a disfigured stopper. According to the customer's report, the stopper was slanting in the barrel."